Event description:
It was reported that the physician was having difficulty insert lead due to scar tissue during a trial procedure. The physician was trying to pull the lead out of the epidural space half of the contacts left in the patients body. The patient underwent a lead pull and was doing well postoperatively. The explanted lead was discarded by the medical facility and will not be returned.